Event description:
Boston scientific received information that that this right atrial (ra) lead exhibited impedances greater than 2000 ohms and had a reported fracture in the pocket area. As a result, this lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.